Event description:
It was reported that the handpiece had a potential leaking condition, which was later confirmed at the MFR. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. Based on the investigation details, the reported complaint was confirmed. Although an unk substance was found, it was not near a leaking path. There was no active leaking, but when the device was disassembled evidence of a fluid was found inside. The device was cleaned and re-lubricated, and worn components replaced in the service process. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account.